Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. The reported event could not be confirmed. A manufacturing review revealed no discrepancies. If the device is received, the investigation will be performed accordingly and a supplemental medwatch 3500a emdr will be submitted. Date greatbatch was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the straight reamer handle power adaptor becoming bent/deformed during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Complaint information provided by distributor, zimmer biomet.

Event description:
It was reported during an unknown patient procedure the straight reamer handle seemed to be bent and the surgeon was able to finish the procedure with the same device. No adverse events were reported.